Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been repeatedly disconnecting from the network and appeared as offline in the remote smart service (rss). A field service engineer arrived, and it was observed that the station had no connection to the network. The station was rebooted, and after signing into admin mode, it was found to have reconnected to the network. A review of the windows log files and a run of the network diagnostic tool showed that all tests passed. However, the log files indicated multiple disconnections occurring daily. After collaborating with the it team to investigate further, it was determined that a faulty cable within the building walls was the root cause of the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was disconnected from network and appeared as offline in the remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.